Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: backed out cage and screw loosening levels implanted: l4/5 it was reported that post-op, the screw was found to have loosened. Patient underwent a revision surgery to address the screw loosening problem. There was a delay of less than 60 minutes as a result of this event. No other info was available.